Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the difficult insertion and difficult removal due to the clip becoming caught on the clip introducer appear to be related to user technique/procedural circumstances. The reported tear in the clip introducer appears to be a secondary effect of the clip becoming caught on the clip introducer. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the resistance during removal of clip from the clip introducer. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) began to be inserted into the steerable guide catheter (sgc); however, it was observed that the ci was not fully advanced, and the devices could not be keyed. The cds was pulled back, but a clip arm caught on the ci, and the ci became torn. The cds was no longer used, and replaced. Two clips were implanted, reducing the mr to 1+. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.